Event description:
A report of overinfusion was received. Reportedly, a 500ml bag of heparin was set to infuse at 20ml/hr and the infusion was started at 1900 hrs on a post cardiac catheterization pt. Clinician reports that at 2300 hrs the bag was found empty. The clinician reported the heparin infusion was discontinued at the time the incident noted and the pt monitored. According to clinician, there was no pt injury, and no medical intervention associated with this report.